Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to verify motion sensor test failure alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm. The customer¿s blood glucose was 142 mg/dl. The customer was able to clear the alarm. The customer reported that the insulin pump was able to complete rewind. The displacement test was performed and passes. The customer was advised the insulin pump will need to be replaced and customer refer to back-up plan. The insulin pump will be returned for analysis.